Event description:
The original, limited information was that the coil had become stuck after partial placement and broke. Upon receiving further information, it was reported that this helical coil detached prior to complete delivery into the aneurysm. The report from user facility stated that the coil was unable to be pushed into the aneurysm using a coil pushing system. The micro catheter was then withdrawn and a prowler plus micro catheter was prepared and advanced over the agility-14 soft micro guide wire to the level of the coil in the right vertebral artery at the level of c5-6. A 2mm snare device was used to withdraw the majority of this coil with a small segment remaining down from the aneurysm to the level of c1. Further attempts to retrieve this segment of coil were unsuccessful, and it went up into the basilar terminus. The device was returned to micrus corporation on 09/16/2002. The return was incomplete, as only the coil remnant was returned. The device positioning unit (dpu) had not been kept by facility and was unable to be evaluated. After examining the returned coil, it has been determined that the detachment of the coil from the dpu occurred at the coil socket loop, not the fiber (although this section was not returned). Note that the force necessary to detach the fiber is greater than the force to cause a fracture at the socket loop. It appears that forces encountered during deployment or repositioning of the coil may have exceeded design limitations. An exact conclusion cannot be drawn.